Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); section d references the main component of the system. Other medical products in use during the event include: product: camera 9735821 vega base s8 svc h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during set up, they tried to register instruments but the camera could not see any of the instruments. They rebooted the system to resolve the issue. While on site, the manufacturer representative (rep) was unable to replicate the issue and camera was able to track instruments. Green light present on camera, no amber light. There was no patient involvement.